Manufacturer narrative:
(B)(4). The customer reported unable to acquire v2 or v6 lead ECG. There was no reported adverse pt impact. The philips field service engineer evaluated the device and found the trunk cable failed. The trunk cable was replaced to resolve the issue. The device passed all performance assurance testing and was returned to use.

Event description:
The customer reported unable to acquire v2 or v6 lead ECG. There was no reported adverse pt impact.